Manufacturer narrative:
Hvad pump was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing and sterility documentation confirmed that the associated devices met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events to include infection. Also lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to infection. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00282 and 3007042319-2016-00283) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient came into the implant center due to purulent flow around the driveline. It was stated that a CT scan was performed and blood test was done also. It was further stated that infection was found around both driveline with staph aureus. Decision was made to go back to operating room and made a "wound vac." Patient is said to currently be under antibiotics. Patient was said to be stable but on urgent transplant list. Patient was transplanted on (B)(6) 2015 and it was stated that no more information was going to be given as per site. No additional information provided. Investigation is ongoing.